Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the phaseal connector during the blinatumomab IV continuous infusion. The following information was provided by the initial reporter: "upon patient's admission... For blinatumomab IV continuous infusion refill/connection; patient stated that cadd pump was beeping last night around 2 am and "found out that the cadd pump connection ( phaseal optima injector and connector) was disconnected." Patient stated "it was just disconnected for about one or two minutes then I reconnected them back together real quick." During assessment with the connection, I found out that the blue cap to hold the connection together was not present."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Nine retained samples from the same lot were evaluated, and luer lock measured, no damage or defects observed, measurements met acceptance criteria. A device history review was performed for lot 2105303 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the phaseal connector during the blinatumomab IV continuous infusion. The following information was provided by the initial reporter: "upon patient's admission... For blinatumomab IV continuous infusion refill/connection; patient stated that cadd pump was beeping last night around 2 am and "found out that the cadd pump connection ( phaseal optima injector and connector) was disconnected." Patient stated "it was just disconnected for about one or two minutes then I reconnected them back together real quick." During assessment with the connection, I found out that the blue cap to hold the connection together was not present."